Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. The customer received guidance from technical support on resetting the pump, and the malfunction did not recur after the reset. It was confirmed that the customer could continue using the pump and was advised to call back if the issue recurred, which they acknowledged.